Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Additionally, one hundred (100) samples were visually examined, and no issues were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure made. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. E.1. Initial reporter facility name: (B)(6) medical university.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes have negative pressure and not enough to fill the tube. The following information was provided by the initial reporter. The customer stated: collect blood from the patient, the negative pressure of the blood collection tube is not enough